Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 1.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced twenty infusion sets leaking from the cannula housing at site since december. The infusion sets were in use for hours to days and the events occurred overnight and during normal wear. The blood glucose level at the time of all events was 475 to 480 mg/dl and the patient resolved all the event by replacing infusion set and resumed insulin successfully. No further information available.